Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the kidney during a stone extraction procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket cage fell off inside the patient. The detached basket was successfully retrieved from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."